Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
The following information was provided: it was reported by patient's counsel that the patient underwent left tha on (B)(6) 2010 and was implanted with lfit v40 femoral head and accolade tmzf stem. The left hip was revised on (B)(6) /2025 due to alleged head disassociation.